Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No under delivery anomaly noted and passed the delivery accuracy test. Device received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 50 mg/dl at the time of the incident. The customer believes their new pump is over delivering insulin. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer used an older pump with the same settings but did not go low. Troubleshooting was completed. The insulin pump will be returned for analysis.